Manufacturer narrative:
Problem code 2923 captures the reportable event of feeding tube dislodged. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the peg tube kept on pulling through the incision. Reportedly, the internal bolster was too small which caused the tube to slip through. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the peg tube kept on pulling through the incision. Reportedly, the internal bolster was too small which caused the tube to slip through. The procedure was completed with a different device.   There were no patient complications reported as a result of this event.